Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue device clogged was confirmed, specifically it was the auxiliary water channel that was clogged. The following findings were also noted during device evaluation: plastic distal end cover has dents; insulation distal end value resistance is out of specification due to damages to the camera cover, and angulations are out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was clogged. The device was returned for evaluation. During the device evaluation, foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the customer¿s response, there was no deviation from instructions for use in reference to reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the auxiliary channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.